Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the buttons are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons.

Event description:
Reporter stated the down button on the infusion device does not function. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.